Event description:
Meter name: one touch ultra. Strip name: one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: in vial. Symptoms: sweating, racing heart beat. A pt reported they were getting a high reading and the control solution is out of range. Their meter allegedly was inaccurately high with the control solution. The result on their meter was 150 and 145mg/dl with control solution and blood reading 190mg/dl, 183mg/dl. Meter not compared to any other equipment. There was no treatment. No further info has been reported.